Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred on the same event date. Refer to manufacturer report # 3005099803-2012-04104, 3005099803-2012-04105, for the other associated device information. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, post procedure , the device was implanted without resistance, and the tube of the device could move smoothly. Therefore, the physician judged that internal bolster was implanted into the stomach. At the night on (B)(6) 2013, the patient developed abdominal pain. On the morning (B)(6) 2013, the patient became less responsive to compellation and was taken hospital by ambulance. The abdominal CT scan revealed the internal bolster of the device had implanted into the abdominal cavity and free gas and fluid accumulation that was believed to be nutrient. The patient had peritonitis and was hospitalized. The physician explained to the patient¿s family that it was difficult to save the patient¿s life due to extreme old age and state of shock. The patient¿s family did not wish to use either vasopressor or respirator. At 21:34 p.m. (B)(6) 2013, the patient died.